Event description:
During a transurethral resection of prostate procedure, the generator was losing power and replaced with another one. When the drapes were removed following the procedure, it was noticed that the grounding pad was not in full contact with the pt's left lateral thigh. The pt returned to the operating room on september 16, 1999 to have the burn surgically treated.